Event description:
The customer contacted physio-control to report that their device will not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. The device was able to power on as normal. The cause of the reported issue could not be conclusively determined. The customer was sent a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on when prompted. There was no patient use associated with the reported event.